Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient is severely brain damaged after a neonatal asphyxia. A replacement of a tracheal cannula was in need because of the reported low cuff pressure. The mother of the patient feels that it leaks water from the tracheostomy hole when she lets him moisten the mouth. The patient measured with minor irritation of the respiratory tract such as more mucus (unstained), but had no respiratory distress, and no desaturations described. When the old tracheal cannula was replaced, it was found that the cuff was no longer attached to the cannula but had released in its entirety. There was also a small lesion on the patients right side of the tracheal cannula about 1 cm from the tip, no missing piece of the tracheal cannula nor the cuff. The detached cuff, that was lying on carina and partially obstructing both main bronchi, was able to removed thru the new tracheal cannula.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and photos were available for evaluation. Visual inspection noted the cuff was separated from the tube. Inspection of the cuff found there were no tears or ruptures present. The tube was examined under a uv light which found the tube presents an insufficient amount of cuff bonding agent (glue). It was reported that there was a leak in the cuff without an accompanying report on whether the customer attempted inflation. The reported issue was confirmed. A manufacturing improvement process step was put into place in the gluing process workstation to reduce the occurrence of the reported event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.